Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridges leaked from the bottom. The cartridges were filled with approximately 200 units to 210 units. The customer's blood glucose (bg) level was 545 mg/dl and the customer experienced nausea. Reportedly, the customer changed the cartridge, delivered a bolus via the pump, and administered a manual injection to address bg level.